Manufacturer narrative:
Lot number is not available at this time.

Event description:
It was reported that a smiths medical disposable cause a smiths medical pump to alarmed "no disposable". Patient not affected.